Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was not detected on bus. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 3.1 was not detected on the bus and failed to recover. A field service engineer found drawer 3.1 was not detected in hardware test application (hta). Further, the engineer checked the pyxibus cable and retractor bands and found no damage. The engineer reseated row board cable, installed rear module, replaced both printed circuit board assembly drawer boards and pyxis module controller boards and restarted the station but the issue persisted. The engineer replaced half height drawer assembly to resolve the issue. Additionally, the engineer repaired drawer divider panel. The system functioned as intended after the field service engineer repaired the device.